Event description:
The swan ganz catheter was fine yesterday and last night when I had the patient. However, this morning I couldn't do a cardiac output and thought it was the thermistor. I changed cables, three different ones, and at one point did get a cardiac output and cardiac index, but the waveform never returned to baseline.